Event description:
A manufacturer representative reported a consumer had shocking sensations since (B)(6) 2017. Impedance measurements were taken and found to be normal. The consumer did not experience symptoms when the implantable neurostimulator (ins) was off, but did report sacral pain. She indicated shocking/pinching at the pocket when moving, lying, and twisting. All four (4) programs consisted of the case being programmed, as follows: prog 1 ¿ 1-2-c+; prog 2 ¿ 1-2-3-c+; prog 3 ¿ 2-3-c+; and prog 4 ¿ 3-c+. The representative switched program 4 (least used) to 1-2-3+ programming; the consumer was programmed to program 1. There was negative response to palpation, but the consumer performed and would recommend clinician. The representative was at pa office not managing healthcare professional (hcp); the consumer lived away from managing hcp. There were no recent medical tests or emi exposure, and no trauma/falls reported. It was noted as a sudden change in therapy/symptoms. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.